Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported bent is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008. Alleged fracture." Patient allegedly received an implant on (B)(6) 2008 via right common femoral vein due to pre-op for gastric bypass surgery. Patient is alleging device fracture. (B)(6) 2008, ivc filter implant operative report: ¿a cook celect filter was placed in the infrarenal ivc. Post filter placement images demonstrate good position of the filter within the ivc.¿ on (B)(6) 2017, CT of abdomen and pelvis: ¿findings: ivc filter with tip at the level of inferior l2, approximately 5 mm below the level of the single renal veins. Approximately 25-30° of tilting of the ivc filter. Bending the right lateral strut of the ivc filter is noted. Only 7 of the 8 shorter struts is demonstrated. One of the shorter struts in the expected region of 4 o¿clock is missing. 4 longer struts are noted in the 12:00, 3:00, 6:00 and 9:00 positions. 12:00 strut penetrates ivc wall by 2.5 mm. 3:00 strut penetrates the ivc 6 mm and into the outer wall of the posterior aortic wall. 6:00 strut penetrates the ivc wall by 8 mm into the adjacent psoas muscle and l3-l4 disc space. The 9:00 strut penetrates the ivc by 9 mm and extends into the adjacent small bowel no significant stenosis of the ivc. Impression: bent\broken ivc filter with significant tilting. Penetration of long struts into the adjacent aorta, l3-l4 intervertebral disc space and adjacent small bowel." Patient outcome: unknown.